Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Six batteries ((B)(4) ) were returned for evaluation. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. Raw log files were not available for analysis; however, the review of the autologs report revealed 21 controller power up events have been logged since 27-jul-2020. The autologs report also revealed two critical battery alarms involving (B)(4) on 03-aug-2020 at 11:38:18 and on 04-aug-2020 at 17:25:46 and 16 power disconnect alarms have been logged involving (B)(4) since 28-jul-2020. As a result, the reported power disconnect alarm, critical battery alarms and losses of power events were confirmed. However, the reported premature power switching event could not be confirmed. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca (B)(4) on 29-aug-2018. Applicable risk documentation and experience with events of similar circumstances were considered; events involving critical battery alarms logged on batteries above 10% relative state of charge are most often attributed to communication errors between the controller and batteries; a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a communication error and/or a faulty battery. A possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 6935m62, lead, implanted: (B)(6) 2015, 5076-52, lead, implanted: (B)(6) 2015, dtba1qq ICD, implanted: (B)(6) 2015, 429888, lead, implanted: (B)(6) 2015, additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-may -2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had multiple losses of complete power when changing batteries despite one battery still connected. It was further reported that power switching was suspected and the patient was unable to isolate which battery was involved. It was noted that the event was associated with critical battery alarms and power disconnect alarms. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.